Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support, successfully reset their pump, and started a new sensor session without further issues.